Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away from hypoglycemia. The blood glucose reading at the time of death was unknown. The customer's mother stated that when the customer's children came home, they found their mother deceased in bed. She noted that the customer was not wearing the insulin pump at the time of death, but it was unknown how long the customer had been disconnected from the device before her passing. The caller also noted that the customer had been suffering from migraines for the past year. Requested return of the insulin pump for analysis; the caller advised that she would return it if the device was found. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.